Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 30-jun-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted for permanent birth control on (B)(6) 2009. Shortly thereafter, she began experiencing abnormal bleeding, severe lower abdominal pain, and severe back pain. At the time, neither the plaintiff, nor her doctor attributed her symptoms to her essure device. On or about (B)(6) 2009, her physician performed a fulguration sterilization of both fallopian tubes, removed the left coil only of the essure device and left the right coil in place. After the surgery, the plaintiff continued to suffer from pain, migraines, and hair loss as a result of the essure device. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abnormal bleeding (seen as genital bleeding) and severe lower abdominal pain. About 1 month after essure insertion, a fulguration sterilization of both fallopian tubes was performed, removed the left coil only of the essure device and left the right coil in place. The events are listed in the reference safety information for essure. Genital bleeding and abdominal pain may occur with essure therapy. In this case, plaintiff experienced these events shortly thereafter essure placement. Based on a compatible temporal relationship and in the lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
A safety-quality evaluation was received on 01-aug-2016. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abnormal bleeding (seen as genital bleeding) and severe lower abdominal pain. About 1 month after essure insertion, a fulguration sterilization of both fallopian tubes was performed, removed the left coil only of the essure device and left the right coil in place. The events are listed in the reference safety information for essure. Genital bleeding and abdominal pain may occur with essure therapy. In this case, plaintiff experienced these events shortly thereafter essure placement. Based on a compatible temporal relationship and in the lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure (batch no. 628430, 12357952) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test", device difficult to use "regarding the left essure coil was told placement was difficult" and device physical property issue "the coil was kinked on that side / essure device curled in the left cornua". The patient's past medical history included gravida ii and parity 2. Previously administered products included for birth control: mirena in 2005; for an unreported indication: ortho novum from 1987 to 2005. Concurrent conditions included underweight and tenderness. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced abdominal pain lower and genital haemorrhage (seriousness criteria medically significant and intervention required) and back pain ("severe back pain"). On (B)(6) 2009, the patient experienced migraine ("migraines"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced dysgeusia ("constant salty taste in the mouth"). The patient was treated with surgery (hysteroscopy and salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the abdominal pain lower, back pain, migraine and alopecia had not resolved, the genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the headache, fatigue, weight increased, dysgeusia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: malposition of essure device location of device: on hysteroscopy, patient was noted to have essure device curled in the left cornua. Regarding the left essure coil was told placement was difficult and that the coil was kinked on that side. Dr. Couldn't get the coil in tube- kept misfiring diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.3 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: vaginal bleeding most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), headaches, fatigue, weight gain, constant salty taste in the mouth, abdominal pain, regarding the left essure coil was told placement was difficult, the coil was kinked on that side / essure device curled in the left cornua and did not undergo essure confirmation test" were added. Lot number was added. New reporter were added. Historical and concomitant conditions and medication were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure (batch no. 12357952) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test", device difficult to use "regarding the left essure coil was told placement was difficult" and device physical property issue "the coil was kinked on that side / essure device curled in the left cornua". The patient's past medical history included gravida ii and parity 2. Previously administered products included for birth control: mirena in 2005; for an unreported indication: ortho novum from 1987 to 2005. Concurrent conditions included underweight and tenderness. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and back pain ("severe back pain"). On (B)(6) 2009, the patient experienced migraine ("migraines"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced dysgeusia ("constant salty taste in the mouth"). The patient was treated with surgery (hysteroscopy and salpingectomy/ tubal ligation) and surgery. Essure was removed on (B)(6) 2009. At the time of the report, the abdominal pain lower, back pain, migraine and alopecia had not resolved, the genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the headache, fatigue, weight increased, dysgeusia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: malposition of essure device location of device: on hysteroscopy, patient was noted to have essure device curled in the left cornua. Regarding the left essure coil was told placement was difficult and that the coil was kinked on that side. Dr. Couldn't get the coil in tube- kept misfiring diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.3 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: vaginal bleeding lot number: 12357952 manufacturing date: 2008/05 expiration date: 2010/02 . Lot number: 628430 manufacturing date: 2008/11 expiration date: 2011/11 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.